Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting stents in the sfa of the left leg. Approximately 15 months post index procedure the patient had restenosis of the left sfa. The investigator assessed the event as possibly related to the study procedure and paclitaxel but not related to the study device. The patient was treated with pta to the left sfa approximately 21 months later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.